Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging. The customer tried to charge using multiple power sources. Tandem technical support advised the customer to charge the pump for 30 minutes. The contact declined further follow-up. Blood glucose level was 67 mg/dl.